Event description:
The facility sent a fax that stated the surgeon attempted to implant a aa4204vl plate silicone lens. The lens was removed due to it being torn. No pt injury. The injector and cartidge model and lot numbers were not provided by the facility. Additional info has been requested, but none has been forthcoming from the user facility.